Event description:
In late 2008, the patient reported his insulin infusion device alarmed with an 09 (end of life) but he did not receive any 08 (technical inspection alert) warnings prior to the 09. The patient will make arrangements to go on injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.